Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that an infusion if a medication initiated via pump module to run 250ml over 3 hours (83.3ml/hour). However, it was noted that the bag of medication emptied in over 2 hours instead. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available. Additional information: describe event or problem, if other specify, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported that a primary infusion of magnesium sulfate 5 grams in 250ml of dextrose 5% water was initiated via pump module to infuse 250ml over 3 hours (83.3ml/hour). However, it was noted that the bag of medication emptied in over 2 hours instead. The event occurred in intensive care unit. There was patient involvement but no harm. The customer's biomedical engineering team performed their internal investigation of the devices, a review of the event logs did not reveal any programming errors. Performance verification of the device did not reveal any anomalies. The flow rate accuracy was within the pump's specifications. The customer is unable to identify the root cause. The device has been returned to patient care service.